Event description:
It was reported that the patient had generator explant surgery due to infection. Device history record confirmed the generator was hp sterilized prior to distribution. Return of device is not needed as it will not add value to the investigation.